Event description:
Manufacturer ref. #: (B)(4).

Manufacturer narrative:
The air gas module which regulates the inspiratory air gas flow to the patient was replaced during on-site troubleshooting. The replaced part and logs were returned for investigation. The reported alarm for high air supply pressure was reproduced during test of the returned air gas module in a reference ventilator. The alarm was generated because the measured air supply pressure was 7.7 bar while the actual pressure was 5.1 bar. The discrepancy in measured gas supply pressure value indicates a drifting gas supply pressure transducer inside the air gas module. This was confirmed by electrical measurements which showed that the gas supply pressure transducer had a high offset drift. The gas supply pressure transducer is part of the flow measuring in the gas module. The failure of this component would lead to inaccurate gas flow regulation which will be detected during pre-use check if present and alarms will be activated if the failure occurs during ventilation. The root cause of the reported issue is a drifting gas supply pressure transducer. The root cause of the pressure transducer¿s offset drift has not been determined. (B)(4). Ref. Exemption #: e2018003. (B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
It was reported that ventilator alarmed for high gas supply pressure while being used on a patient. There was no patient harm. (B)(4).